Manufacturer narrative:
The following devices were also listed in this report: accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 23895902 32mm alumina head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised due to pain.